Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic prostatectomy after a successful docking of arm 2 and attaching the designated instrument (bipolar fenestrated grasper, bfg), the arm threw an "insertion disabled" error. The instrument drive unit was unresponsive to insertion commands and would not move up or down the track. The bfg and sterile interface module (sim) were not recognized on the arm cart assembly display (acad). The arm was undocked and redocked twice followed up unbraking and rebraking the arm, resetting the laser, and reconfirming the docking and placement. The instrument was reattached, the bipolar cable was removed and reapplied, the sterile interface module was swapped out, and the instrument was exchanged. The original bfg and sim were recognized prior to case start and replacing them did not resolve the issue. Finally, the arm was restarted and functioned normally for the remainder of the procedure, with the bfg and sim being recognized like they were prior to the case. This resulted in a 10 minute delay to the procedure and the surgery was temporarily performed with three arms while the arm was restarting. There was no patient injury.